Event description:
It was reported that the 2800 system had a communication error and would not x-ray during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and heater board were replaced during the service call. The system was tested and found to be working as intended and put back into service.